Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). One used raw cannula out of pencan 25gx4" (103 mm) m. Fk-EU/ap/sa was received without packaging. The following investigations were conducted: visual inspection: the received raw cannula of the sample was taken to a visual inspection for damages according to the sap test plan and test method on damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended (e.g. The impairment of the function of a drop sensor), endangers the assembly or function of the component or impairs the appearance of the component. Actual: the used pencan cannula is broken off and bent. The cannula hub of the sample was also handed over by the customer. The area of the break from the raw cannula shows that the cannula was bent before the break. Physical inspection: afterwards the outside diameter of the pencan cannula (several areas) was measured according to drawing. Nominal-value: 0.53 mm +0.01/-0 mm, actual-value: 0.53 mm. The measured value (outside diameter) of the pencan cannula is within our specification. Summary and assessment: because the measured value is within the specification and the sample was already used, we assume of a problem during use and consider the complaint as not confirmed. Based on the conducted investigations the tested sample is within the specification. Visual inspection of retention sample: no abnormality was identified as a result of the visual inspection of the retention samples (n=5 pcs). Functional test: bending stiffness test was conducted on the retention sample of cannula tubes in accordance with the testing and measuring method. Inspected item: pencan 25gx4 w.intro.-EU/ap, material no.: (B)(4), batch no.: 20g24h8b01. Review manufacturing records: as a result of the investigation of our manufacturing records of the concerned batch of bulk needle, abnormalities such as scratches, bending, and breakage were not found. Justification: this complaint has not been confirmed. Result: any abnormality was not confirmed as a result of reviewing the manufacturing record of the bulk needle. No abnormality was identified as a result of the bending stiffness test of the retention sample. Result: 0.345 mm, specification: max 0.43 mm (thin walled tubing), span: 10.0 mm, test load: 7.0 n, judgement: passed. It was confirmed that the inspected samples satisfied the specification of the bending stiffness. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): spinal needle broken off. I have to make the following complaint to you: ref: cannula pencan 25g 0.5x103 mm orange introducer. Ref-no.: (B)(4). Lot no.: 20g24h8b01 or 19m15h8b32. As this item was open (not in 25 packaging) on the anaesthesia trolley, it was not possible to evaluate exactly which lot no. It was after the incident. Due to the obesity, several punctures were performed with several spinal needles from different packages. After unsuccessful spinal puncture with correct operation of the article, withdrawal of the spinal needle together with introducer needle. On removal of introducer needle, it was noticed that the spinal needle was not complete. Consequences: when an incident occurred and the broken spinal needle had to be removed from the body, the lot number could no longer be evaluated from numerous packages. Since it is unknown from which batch the device was from, and multiple devices were used during the course of the procedure, a report has been filed for each of the batches reported. This report is for batch 19m15h8b32 and manufacturer report 9610825-2021-00151 has been filed for batch 20g24h8b01.